Manufacturer narrative:
After battery installation, the device powered up with a blank display. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the device. After swapping the boards to another case, and then swapping a known good electrical board 2 onto electrical board 1, the unit powered up normally. The problem seems to be isolated to electrical board 2. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he fell on ice and now insulin pump's screen will not turn on. The customer¿s blood glucose level was unknown at the time of the incident. "Customer was fell on insulin pump". Customer reported that red light flashing and buttons were scratched. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.